Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the proximal, first diagonal coronary artery with one xience v stent and in the proximal, second obtuse marginal artery with one xience v stent. The patient experienced a non st elevation myocardial infarction (mi) on (B)(6) 2012, with fatigue, dyspnea on exertion, numbness around the mouth and the left hand clenched into a fist with no control, especially in the first three fingers. The patient's wife brought him to the emergency room where he was found to have an elevated troponin level. The patient was given medication and the condition is continuing. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, it was found that the patient was discharged from the hospital on (B)(6) 2012. The patient's symptoms resolved on (B)(6) 2012. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, it was reported that the patient underwent a carotid angiogram and a diagnostic coronary angiogram on (B)(6) 2012. The patient underwent coronary artery bypass graft surgery on (B)(6) 2012 in four lesions, one of which was the index target lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of myocardial infarction, fatigue, and dyspnea are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the reported patient effect of stenosis/restenosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.